Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "return for service" error message. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
One cadd ms3 pumps was returned for analysis with scratched screen and damage front housing. The customer's reported problem of "return for service" error message was confirmed. Service replaced the faulty motor, and mp board. The scratched screen and damage front housing was also replaced. The pump passed all final functional and delivery testing. The source of the reported problem is unknown.